Manufacturer narrative:
(B)(4) it was reported that a patient underwent an atrial fibrillation (afib) procedure with a smart touch bidirectional catheter and a deflection issue occurred. The smart touch (d-f curve) could not be deflected toward one direction during ablation for right pulmonary vein (rpv) block line. The returned device was visually inspected upon receipt and it was found that peek housing and tip lumen transition is cracked with reddish brown material inside the area, also there was a scratch at tip with metal exposed which during an x-ray analysis it was determined that it was the t-bar which slid down and crossed the catheter lumen. It is also likely when t-bar slid down applied stress to the section and contributed to the peek housing cracked which is further investigated under an internal investigation. During manufacturing process all the catheters are inspected for visual damages before packaging. On line inspections are in place to prevent damage peek housing/tip from leaving the facility. Due to the t bar being out of place, deflection test failed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The reported customer complaint has been verified. Internal corrective actions were opened for the t bar sliding down of its place, the peek housing issue on smart touch families, and t-bar being exposed through the lumen.

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a smart touch bidirectional catheter and a deflection issue occurred. The smart touch (d-f curve) could not be deflected toward one direction during ablation for right pulmonary vein (rpv) block line. It was confirmed outside the patient¿s body that the catheter could not be deflected as intended. The issue was resolved by changing the catheter to another one. The procedure was completed without patient consequence. The event was originally assessed as not reportable as the potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. Upon visual inspection of the returned complaint catheter on (B)(6) 2015, the biosense webster (bwi) failure analysis lab discovered the tip lumen has a scratch with metal exposed about 7mm from the transition of the peek housing. This is indicative of a reportable event because the area where the metal is exposed is inside of the patient. Exposed metal in contact with the patient can lead to a serious injury. Upon request, additional information was provided on the returned catheter condition. There was no difficulty in removing the catheter. This event was originally considered non-reportable; however, bwi became aware of the returned product condition on (B)(6) 2015 and have reassessed the event as reportable.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).